Event description:
It was reported that the patient presented in clinic for follow up. Review of an x-ray revealed that the right ventricle (rv) lead was partially dislodged due to lack of slack. On (B)(6) 2021, the physician elected to explant rv lead. The patient was in stable condition.